Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. The cart/air bubbles allegation could not be confirmed as the cartridge was not returned for evaluation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred, and air bubbles were observed in the patient line. Reportedly, the customer changed supplies in an attempt to resolve the issue. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.